Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have conductor wire¿s insulation damage at the yaw pulley. The wire was not torn or fully broken. There was no material missing, and the conductor wires were not exposed. The instrument passed an electrical continuity test. Components adjacent to the damage wire insulation do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was noted with a hole in the wire's insulation. There was no report of patient involvement.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.